Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded cold insulin into the cartridge. Customer¿s blood glucose bg was 520 mg/dl. The reason for high bg was customer didn¿t count enough carbs for the food she ate so she entered in less carbs, which caused her to not deliver enough insulin to cover the amount of food she ate. Reportedly the customer applied boluses to address the issue. Reportedly, the customer continued using the existing cartridge for insulin therapy.